Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) histograms from the device performance data showed pacing mode of voo, which was programmed in a previous session, however the most recent programming mode of dddr is absent from the histogram data. The absent dddr data from the histogram suggests a potential sticky reedswitch. This condition was not present during testing of the returned device and could not be recreated. The root cause could not be identified.

Event description:
It was reported that the device was atrial pacing, and ventricular sensing upon interrogation, and that there was no magnet response during trans-telephonic monitoring attempt. The device reed switch was stuck. The device was explanted and replaced. No patient complications were reported as a result of this event.